Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received injection blockers during bolus and even after inserting a new battery the screen became dark. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product mmt-1886 will be returned for analysis.

Manufacturer narrative:
Pump passed the following testing the sleep current test, active current test, self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. During download history review, normal low battery alerts occurred on 08/13/2025 11:57:00, 08/01/2025 20:38:00 and 07/23/2025 16:02:00. Confirmed pump alarmed insulin flow blocked alarm on 08/20/2025 12:37:42.000 during bolus, 08/20/2025 12:38:01.000 during basal, 08/20/2025 12:44:57.000 during bolus, 08/20/2025 12:45:35.000 during bolus, 08/20/2025 12:51:44.000 during bolus, 08/20/2025 12:52:24.000 during bolus, 08/20/2025 12:53:05.000 during bolus and 08/20/2025 12:54:18.000 during priming found in pump downloaded history. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: partially broken retainer, cracked keypad overlay, keypad overlay texture damage, scratched case, battery tube threads - cracked and cracked case (battery tube). No delivery/occlusion alarm, insulin flow blocked and blank display were not confirmed during analysis. Exposed to moisture confirmed on pcba 1, force sensor and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.